Event description:
Complainant alleged that during biomed testing the device displayed message "defib fault 71" numerous times. The complainant indicated that there was no pt involvement in the reported malfunction.